Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, wear abrasion, opening. Leak test was performed and found delamination on diaphragm valve, and opening. A microscopic analysis was performed which identify delamination in the diaphragm valve. And also identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure; and a sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional report a left side deflation. Device remains implanted.